Manufacturer narrative:
E1: patient city: (B)(6). Patient country: colombia.

Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that patient faced infusion set detachment event on (B)(6) 2025. The site of detachment was at quick release or site. The infusion set was in use for one day. The insertion site was abdomen. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009136, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6009136 was manufactured according to the work instruction (wi) version 81 and manufactured in the machine multivac 12 on 11/sep/2024, with a total of (B)(4) units. Assembly lot: the lot 4j00878 was assembled according to wi version 27 on-line inspection for assembly of quick set on 11/sep/2024, with a total of (B)(4) units. The lot 4k05031was assembled according to wi version 27 on-line inspection for assembly of quick set on 02/dec/2024, with a total of (B)(4) units. Glue-tubing lot: the lot 4k01560 was manufactured according to the wi version 42 and manufactured in the machine mp04, mp05, mp08 on 16/oct/2024, with a total of (B)(4) units. The lot 4k01661 was manufactured according to the wi version 42 and manufactured in the machine mp04, mp08 on 19/oct/2024, with a total of (B)(4) units. The lot 4k03295 was manufactured according to the wi version 42 and manufactured in the machine mp04, mp05, mp08 on 19/oct/2024, with a total of (B)(4) units. The lot 4k03296 was manufactured according to the wi version 42 and manufactured in the machine mp04, mp05, mp08 on 21/oct/2024, with a total of (B)(4) units. The lot 4k03299 was manufactured according to the wi version 42 and manufactured in the machine mp04, mp05, mp08 on 23/oct/2024, with a total of (B)(4) units. The lot 4k04376 was manufactured according to the wi version 42 and manufactured in the machine mp05 on 19/oct/2024, with a total of (B)(4) units. Review of the DHR showed that a non-conformance was opened during the sterilization processes actions were required. Therefore, DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: one non-conformance (nc) raised during sterilization process unrelated to complaint code, therefore, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.